Manufacturer narrative:
(B)(4). Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
On (B)(6) 2010, during a follow up call for an unrelated issue ((B)(4)), the peritoneal dialysis nurse reported that on an unknown date, the home patient ended up inadvertently disconnected herself during a seizure. The nurse was not sure how long she was disconnected but feels that it was for several hours. The nurse stated that the home patient did not report this to her right away and the patient ended up in the hospital with peritonitis on (B)(6) 2010. The nurse did not know the cell counts as it was performed in the hospital. The nurse stated that the culture results showed e. Coli. The patient was treated with antibiotic and discharged on (B)(6) 2010.

Event description:
A customer contacted baxter's technical service center to report the home patient (hp) felt overfilled at the end of therapy and did a manual drain, drain volume 3600ml. The technical service representative (tsr) reviewed the programming and the therapy log. The hp stated he bypasses the drain cycle when the volume does not change. The tsr suggested the hp call for assistance. The hp stated has felt uncomfortable for the past week and had to do a manual drain at the end of therapy. The tsr explained the hp was not draining out the last fill. The tsr would swap. The registered nurse will program the new hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the hc was replaced. There was no patient injury or medical intervention indicated at the time of the initial report. This report meets overfill criteria. On (B)(6) 2010, (B)(4) contacted the hp peritoneal dialysis nurse (pdn) regarding the report of feeling overfilled at the end of therapy. The pdn verified the hp's largest prescribed fill volume (lpfv) is 2000ml. The pdn stated the hp's catheter gets out of place and the hp knows how to perform a manual drain when he feels full. The pdn stated the hp has been prescribed laxatives and needed to take them. The pdn stated she instructed the hp to get a new hc due to repeated low drain volume alarm alarms. The pdn stated the hp has received the new hc and had no further issues with therapy. The pdn stated the hp has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). Device not returned - no evaluation will be performed.